Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-04135. Concomitant medical products: vanguard anterior stabilized bearing 10x71, catalog#: 189060, lot#: 654380, vanguard cr ilok fem-rt 70, catalog#: 183012, lot#: 653530. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total knee arthroplasty. Patient returned presenting with pain. X-rays showed signed of loosening around the tibial tray. Subsequently, the patient was revised due to pain approximately four years post implantation. The surgeon noted that there appeared to be abnormal wear on the anterior portion of the tibial insert during the revision procedure. Evidence of metallosis was also noted.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the bearing had large pits and scratches. The tibial tray was found not to have bone cement on the inferior side. The tibial bearing also showed third body wear. Device history record was reviewed and no discrepancies were found. The x-rays showed that there was tibial loosening into varus, lucency is present, and there was metallosis staining noted in the synovium and surrounding tissue. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.